Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. It was reported that the patient saw the por (power on reset) message on their patient programmer. They did not specify what they were doing when they saw the message but stated it was on their programmer. It was unknown if it was related to an overdischarge. They stated that the por happened a couple of days ago (over the weekend). The patient stated that the por had happened before, about two months ago. Steps were reviewed on how to clear the por on the programmer and it was successfully cleared. The patient stated they were able to ¿mess with it¿ and stated the programmer was working now and they were getting therapy. They stated after the 10th time of trying to connect the device they began to stimulate again. The patient stated the ins was fully charged, and therapy was turned back on. It was reviewed that therapy would resume at the last programmer parameters and to adjust them if needed. It was indicated that therapy was adequate. The patient stated that the device was working now and providing therapy. They stated they were concerned the por may happen again and they were redirected to follow-up with their healthcare provider (hcp) as they were told they may be able to see what the cause of the por events were. It was also reviewed that the hcp could invite a manufacturer representative (rep) to the office to assist with checking the ins. It was reported that the patient needed their ins, but therapy was not available due to the por. The patient¿s first por occurred about two months ago, where they were without therapy as well (2018). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the therapy stopped due to a 0x400 parity error por. It was reported that the patient had a CT scan that may have interfered with the ins. The por was cleared with the clinician programmer. No further complications are anticipated.